Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en- y) surgical procedure, the customer discovered the tip of the vessel sealer extend (vse) instrument was cracked. The customer replaced the vse instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip tip. Approximately 0.021 x 0.029" of the grip was broken off at the very tip; the broken piece was not returned. No other damage found. The jaw ceramic dots were present. The logs showed no failures.